Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. The patient was fine after the procedure.

Manufacturer narrative:
Analysis description: final analysis confirmed the reported complaint of backup operation. The backup was due to transient nmi; electromagnetic interference was suspected. A product download restored normal function.

Manufacturer narrative:
(B)(4).